Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Because a sample was not returned and no lot information is available, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A doctor of ophthalmology reported an irrigation and aspiration tip catches the wound when exiting the eye during surgery. Patient impact is unknown. Additional information has been requested but none has been received.